Event description:
It was reported that the pulsavac plus unit battery pack overheated. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
Customer returned the battery pack for the complaint device for investigation. Inspection confirmed the presence of burn damage and/or corrosion on five out of eight of the batteries. The battery pack cable appeared to have been cut roughly; the white, red, and black wires at the cut site were slightly stripped and the frayed ends pushed together. Inspection with a digital multimeter showed that the wires of the high power circuit (white and black) were shorted together. The cut cable resulted in a short across the battery pack. The dead short resulted in instantaneous discharge and over heating. The apparent spillage of internal battery contents shown in the photos from the customer, suggested the internal pressure build-up from the short circuit may have caused a crimp release in certain batteries, releasing the inner contents of those batteries. In response to an article posted on FDA's website titled "cutting a battery pack cable can start a fire", reprinted from august nursing 2008, volume 38, pages 13-14, a product insert addendum was created in october 2008. The addendum includes a warning statement advising customers that cutting through battery pack cables could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. This addendum in included in each carton of product and is written in english, as well as nine translated languages.